Event description:
THE FOLLOWING HAS BEEN REPORTED: BIOMED REPORTED: RECEIVED A REPORT THAT A PUMP HAD SHUT DOWN DURING AN ACTIVE INFUSION INTERRUPTING THERAPY LAST NIGHT. THE NURSE REALIZED ONLY UPON ENTERING A PATIENT'S ROOM WHEN A CHANGE TO VITAL SIGNS PROMPTED ASSESSMENT. INSULIN PUMP SERIAL #(B)(6) SHOWS AS BEING OFFLINE 0004HRS AND A "RESTART" MAR ACTION AT 0322. THIS PATIENTS CHART REVIEW REFLECTS A NOTABLE RISE IN BLOOD SUGAR DURING THE HOURLY CHECKS BETWEEN 1200-0400HRS (95,170,238MG/DL) AND SHOWS A DECREASE IN BLOOD PRESSURE. INSULIN OFFLINE AT 2300ISH HOURS (SERIAL OBTAINED) ***BP CHANGE 119 - 105 76 95 ** 170 238. STOPPED MAR ACTION AT 0121 - RESTARTED 0322. ** 32 & 42. HARM - BP DROPPED 2 HRS LATER. A PRELIMINARY REVIEW OF THE COMPLAINT INFORMATION IDENTIFIED THE FOLLOWING ISSUE: FAIL STOP, CAUSE UNKNOWN (REPORTED BY CUSTOMER). HOWEVER, LOG FILE REVIEW PERFORMED BY FRESENIUS KABI IS UNABLE TO CONFIRM THAT A FAIL STOP HAD BEEN ENCOUNTERED. REPORTING AS A CONSERVATIVE MEASURE. ADVERSE EFFECTS WERE REPORTED (RISE IN BLOOD SUGAR AND DROP IN BP). ADDITIONAL INFORMATION IS NEEDED TO COMPLETE THE INVESTIGATION. A PRELIMINARY REVIEW IDENTIFIED THE FOLLOWING ISSUE: FAIL STOP, CAUSE UNKNOWN UNKNOWN IF AN ACTIVE INFUSION WAS STOPPED. REPORTING AS A CONSERVATIVE MEASURE. NO ADVERSE EFFECTS WERE REPORTED. ADDITIONAL INFORMATION IS NEEDED TO COMPLETE THE INVESTIGATION.

Event description:
Due diligence has been completed. No pump was returned to Fresenius Kabi for evaluation. Therefore, the reported issue could not be confirmed or refuted. No device serial number was provided by the customer. Therefore, no service history review or device history review could be performed. All complaints are captured in Tracking and Trending and reviewed monthly to determine if additional investigation is required for further root cause analysis and any corrective actions. No action required at this time.